Event description:
The manufacturer received information alleging the device motor was smoking through the tubing, smelt like electrical burning, which led to a sore throat, dry mouth with metallic taste, headaches, hoarseness, coughing, and gagging. The customer received medical intervention in the ER the next day where a steroid was given after the x-ray result. The customer was directed to see a pulmonologist and found fog in lower lung. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. If any additional information is received, a follow up report will be filed.